Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported the patient was admitted to the hospital and treated with antibiotics due to the presence of a systemic infection. The source of the infection is not known. The implantable cardioverter defibrillator (ICD) was explanted and the patient continued with antibiotic treatment. No further patient complications have been reported as a result of this event.